Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in 4 tubes."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: there was "foreign matter in 4 tubes."

Manufacturer narrative:
H.6. Investigation: bd received 5 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'scratched tube and foreign matter (fm)' with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 'scratched tube and fm' with the incident lot was observed. The root cause of the scratched tube is an equipment jam at the tube unscrambler manufacturing process. 1 out of 4 of the fm samples confirmed the fm to be a plastic shaving coming off the pallet on the line. Another 1 out of the 4 fm samples was confirmed to be a black spot embedded in the tube. The root cause of the embedded fm occurred during the injection molding start-up process with inadequate purging of the line. The remaining 2 fm samples appears to be a piece of burnt silica. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.